Event description:
Pca pump module was infusing sedation medications. Pt was intubated, on high levels of peep ( 14), sedated on continuous infusions of fentanyl. Pump module presented an "system error" (code: 9-1513-202) and the fentanyl pump stopped infusing. During this time the patient became agitated and self-extubated. Given the high degree of support, the patient needed to be reintubated emergently with anesthesia at bedside. Spoke to rn and gained clarification on the event. Order of events was that pt. Self extubated, while staff came into room to reintubate the patient, pumps malfunctioned, making it hard to adequately sedate the patient at the time of reintubation.